Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a nc quantum apex balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen and guidewire lumen is flattened 2.9cm from the tip and approximately 21.4cm long. Microscopic examination revealed that the inflation lumen and guidewire lumen has a longitudinal tear 24cm from the tip and approximately 7mm long. The tip is also damaged. There is contrast present in the inflation lumen and the balloon is still tightly folded. The guide wire used in the clinical procedure was not returned with the device so a test guide wire was used for functional testing. Test guide wire was advanced into the guide wire lumen and was unable to pass thru the flattened section. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
Reportable based on device analysis completed on (B)(6) 2019. It was reported that advancing difficulties through the guide were encountered. A 15mm x 3.75mm nc quantum apex balloon catheter was advanced for dilation. However, it was noted that the balloon would not advance through the guide. The procedure was completed with a different device. No patient complications were reported. However, device analysis revealed balloon longitudinal tear.